Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found potential dark keratin particles were found on the blower box outlet and inlet ports. Insect infestation was on the outside of the device within the side doors and within the device. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes dark keratin particles found were consistent with blower box outlet and inlet ports and insect infestation external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.